Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported the 4-40 stud broke off of the handpiece during the orthopedic procedure. A second handpiece was used to finish the case with no patient consequence.